Event description:
It was reported that a patient underwent a successful kyphoplasty procedure. After a waiting time of 14 minutes, the bone cement was injected into the patient. It was observed that the bone cement was not completely homogeneous when it was injected into the patient. There were no complications reported as a result of this event. No additional information was reported.

Manufacturer narrative:
Method - device not returned, followed up with company representative.